Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a computed tomography (CT) scan on (B)(6) 2025 that appeared to show the bend relief detached from the outflow graft/pump. Death report covered under MFR 2916596-2025-04852.

Manufacturer narrative:
This event was determined to be supplemental information and investigation findings will be submitted under MFR # 2916596-2025-04852.

Event description:
It was reported that the patient had a computed tomography (CT) scan on (B)(6) 2025 that appeared to show the bend relief detached from the outflow graft/pump. It was additionally reported that the patient had occasional chest pain, atypical at times and relieved at times with nitroglycerin, generalized malaise, and anemia. It was also noted that a possible reason for the detachment may have been a ground level fall that the patient had in (B)(6) 2025 without evident bodily injury however it was not definitive.

Manufacturer narrative:
B3 - date of event corrected. B5 narrative updated. H6 - adverse event problem codes updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.